Event description:
The customer sent a medwatch that indicated 45 year old admitted wit acute choleystitis and underwent a laparoscopic cholecystectomy. Post-operative complications necessitated a second surgery for repair of lateral duodenal wall injury. Surgical note from the surgeon indicated a problem with the bovie during the first surgery. The pt subsequently expired following the second surgery.